Event description:
A user facility nurse reported to fresenius that fluid was discovered on the inside of the cassette door of the cycler after ending a peritoneal dialysis (pd) patient's treatment. The nurse reported that a heater bag not detected message and a patient line (pl) is blocked message were encountered during setup and treatment. The nurse confirmed the patient completed treatment on the cycler and fluid was found after the completion of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported to fresenius that fluid was discovered on the inside of the cassette door of the cycler after ending a peritoneal dialysis (pd) patient's treatment. The nurse reported that a heater bag not detected message and a patient line (pl) is blocked message were encountered during setup and treatment. The nurse confirmed the patient completed treatment on the cycler and fluid was found after the completion of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Additionally a manufacturing review could not be performed on the products shipped to the patient as account information was not provided. Therefore, the alleged event could not be confirmed.